Event description:
Complaint rec'd reporting repeat leakage incident with use of bard powerloc clear huber needle set and (B)(4) clave connector. It was reported that on (B)(6) "chemo had been infusing via port however leak not noted until the line was accessed via clave and flush with normal saline. It was noted at that time as the saline squirted from the connection of the clave and the line. Pt's face and neck wet. Visible crack at the (huber needle set) hub but clinician can assure crack was not there prior to flushing the line because there was no leak noted at all until the flush was performed. It was immediately disconnected and deceased." There were no reported adverse pt/operator consequences.

Manufacturer narrative:
MFR's analysis and investigation: the involved devices were not returned for analysis and investigations. Previous incident and a device investigations conducted by both mfrs of the (B)(4) clave connectors recorded no performance issues and or out of spec conditions. The functional and performance testing conducted for the previously reported events did replicate leakage originating from axial crack on connector of the bard - huber plus needle safety infusion set. Conclusion: the (B)(4) clave connector was not returned for analysis and investigation. Although the clave connector was in use there were no reported performance issues found with the connector. The exact cause of the bard - huber plus needle safety infusion set connector damage/cracks is unk. Add'l note: the facility has indicated they are filing a (B)(4). Although requested, the MFR has not received a copy of the report for this (B)(4) incident. (B)(4).